Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 6-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had login issue. A technical support specialist contacted the customer to gather more details. The customer explained that the issue occurred because the user had two profiles on the station, which prevented them from logging in. The facility resolved the issue by deleting one of the profiles. The system functioned as intended after the customer facility resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, user was unable to log into station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex b. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user had login issue. A technical support specialist contacted the customer to gather more details. The customer explained that the issue occurred because the user had two profiles on the station, which prevented them from logging in. The facility resolved the issue by deleting one of the profiles. The system functioned as intended after the customer facility resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, user was unable to log into station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.